Manufacturer narrative:
Event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-01752. It was reported that part of the patient¿s lead has began to exit the incision site. As result the site was washed and antibiotic powder was administered. The lead was reinserted on (B)(6) 2022, and the skin site sutured closed resolving the issue. It is unknown which lead caused the issue so both leads are being reported.